Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and a large ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown; however customer suspects it could be related to expired insulin. Subsequently, customer was hospitalized. At the time of the report to tandem technical support, contact was unable to provide additional information regarding the reported issue.